Event description:
It was reported that prior to an unknown procedure, that the device does not cut/coagulate. The doctor had to use sutures and clamps. This extended the or time by 15 minutes. No adverse patient consequence was reported.

Manufacturer narrative:
Evaluation summary: the analysis results found that the device was returned in good condition. The device was tested with a generator and was functional. The device performed as expected during the cutting test media. There were no anomalies noted with the functionality of the device. It could not be determined why the device reportedly malfunctioned. The reported incident could not be recreated nor confirmed. The batch history records were reviewed with no anomalies noted during the manufacturing process.